Event description:
Caller reported a malfunction on the pump, with the pump screen going dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump, a common method they use for frequent malfunctions. Customer was advised to connect the pump to a known charging source, but they did not have the pump at hand and planned to call later with details required for a replacement.